Manufacturer narrative:
H4: device manufactured on october 30, 2021 - november 1, 2021. H10: sixty (60) actual samples were received for evaluation. Unaided visual inspection along with magnification was performed with fill port caps removed which observed a loose, white, polymeric appearing particle, morphologically consistent with fill port material in the wall of the fill port interior wall of three (3) samples and one (1) sample had particulate matter in the bag cavity, in the lower right side of the container. The reported condition of particulate matter was verified in four (4) samples; however, not verified in the remaining fifty-six (56) samples. The cause of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was black particular matter in the injection port of sixty (60) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Event date: the event occurred from (B)(6) 2022 to (B)(6) 2022 should additional relevant information become available, a supplemental report will be submitted.